Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was not charging using the wall adapter and usb cable. The pump was successfully charged using another wall adapter/usb cable. There was no reported impact to blood glucose.